Event description:
Nurse was attempting to place intravenous (IV) line in patient. Catheter was checked and free on needle prior to insertion. The needle was inserted into the patient and pressed the retract button. The needle did not retract. The nurse attempted to advance the catheter into the patient vein and retract the needle again. The button remained in the activate position and the needle would not retract. The catheter had to be removed with the needle intact. There was no harm to the patient. Several other catheters with the same lot number were assessed and found that some of them did not retract as well. The ones that did retract seemed more sluggish than normal. Purchasing has sent a memo out and the catheters are to be removed house-wide.